Manufacturer narrative:
Concomitant medical products: 37712 pain stim ipg, implanted: (B)(6) 2008, neuro extension 3708160, implanted: (B)(6) 2008, 3708160 neuro extension, implanted: (B)(6) 2008, 39565-30 pain stim lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient experienced "burning poking" sensation in upper left arm within close proximity of implantable pulse generator (ipg) implant, shortness of breath and passing out. It was also noted that the right ventricular (rv) lead is "frayed". The device and leads remains in use. No further patient complications have been reported as a result of this event.